Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the dongle was damaged and the key broke off into the keyhole. The reported issue was resolved by replacing the dongle and key. The imaging system then passed the system checkout and was found to be fully functional. The suspect key and dongle have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not clear e-stop. The representative reported that restarting the imaging system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.